Event description:
On 06/02/2022, it was reported by a sales representative via sems that a ar-1406.5 headed reamer appears to be rusted, and the print on the instrument is fading. This was discovered during an unknown time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed upon review of the customer-provided photo, which displays discolored/faded laser markings. The most likely cause of the reported failure is wear and tear.